Event description:
It was reported that novum iq large volume pump overinfused during patient infusion. The device was programmed to run lasix 20mg/100ml over 10 hours; however, the pump infused in 2 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.